Manufacturer narrative:
Correction to h11; an administrative review found that corrections were needed for the evaluation. Therefore, a supplemental report is being submitted. The review of the 3mensio found that patient's right access vessel had presence of tortuosity. The reported event of frame damage was confirmed based on relevant imagery provided. Available information suggests patient factors (tortuosity, calcification) and/or procedural factors (high push force) likely contributed to the event as reported "during a transfemoral transcatheter aortic valve replacement procedure with a 29 mm s3ur valve, there was resistance inserting the ds thru the sheath which resulted in a liner tear and puncture. The valve strut bent and punctured the sheath, resulting in punctures possibly multiple and an expandable seam tear" and "the reporter initially cited that pushing quickly and forcefully through the sheath may have contributed to the event as he felt he may have been pushing too aggressively, and with the patient's tortuosity, this may have led to the valve diving into the wall of the sheath and ultimately bending a strut". Per 3mensio imagery, patient's access vessel has tortuosity and calcification. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination. Visual inspection identified one strut on the crimped valve bent slightly outward at the inflow side; this bent strut was subsequently corrected. The frame was distorted, and the leaflets were wrinkled and dehydrated, consistent with storage conditions involving prolonged crimping during the return handling process. The bent inflow-side strut punctured through the sheath. Due to the nature of the complaint, no dimensional or functional testing was performed. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The reported event was confirmed based on relevant imagery provided. Available information suggests patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported "during a transfemoral transcatheter aortic valve replacement procedure with a 29 mm s3ur valve, there was resistance inserting the ds thru the sheath which resulted in a liner tear and puncture the valve strut bent and punctured the sheath, resulting in punctures possibly multiple and an expandable seam tear" and "the reporter initially cited that pushing quickly and forcefully through the sheath may have contributed to the event he felt he may have been pushing too aggressively, and with the patient's tortuosity, this may have led to the valve diving into the wall of the sheath and ultimately bending a strut." Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 29 mm s3ur valve, there was resistance inserting the delivery system (ds) thru the sheath which resulted in a liner tear and puncture. Midway through the procedure, after the middle sheath passed the non-expandable portion, the delivery system encountered difficulty during removal. The reporter noted that the valve was still on the shaft, stating that there will always be difficulty removing the delivery system in this circumstance. During this process, the valve protruded out the side of the sheath. Damage was identified on the partially expandable white portion of the sheath, including the sheath tearing open. Additional information indicated that the valve strut bent and punctured the sheath, resulting in punctures possibly multiple and an expandable seam tear. The delivery system and esheath were ultimately removed from the patient as a single unit. No damage was reported to any other edwards devices, and no patient injuries occurred. Regarding possible causes, the reporter initially cited that pushing quickly and forcefully through the sheath may have contributed to the event. Additionally, per the structural fellow, he felt he may have been pushing too aggressively, and with the patient's tortuosity, this may have led to the valve diving into the wall of the sheath and ultimately bending a strut. No additional interventions were required. A second system and sheath were advanced smoothly, and a second valve was deployed using the same access side. The patient tolerated the procedure well, and hemostasis was achieved following deployment. Imagery review found that one (1) strut bent outwardly at the inflow.

Manufacturer narrative:
The investigation is ongoing.